Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Not returned by attorney.

Event description:
Patient was revised approximately four years post implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Medical products - biomet m2a acetabular cup catalog#: 15-105050 lot#: 428110, biomet bi-metric femoral stem catalog#: 162034 lot#: 1772938.

Event description:
It was reported that the patient had an adverse reaction to metal debris. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.